Event description:
The report is from the study. The patient is a male with a history of previous pci (thrombosis and revascularization in 2001), hyperlipidemia, smoking, myocardial infarction, and a family history of coronary artery disease. The indication for the index procedure was stable angina pectoris. The target lesion was the left posterolateral branch. Vessel diameter was 2.5mm and the lesion length was 9mm. Pre-procedure stenosis was 99% and post- procedure stenosis was 0%. The lesion was a focal restenosis of a bx velocity 2.5 x 13 mm stent. The lesion was a total occlusion of unknown duration. The lesion was pre-dilated with a 2.5 x 13 mm balloon at 15 atm. A crb13250 was deployed at an unknown pressure in the lesion. The patient was discharged the same day. A month and nine days after the procedure, the patient reported having angina pectoris during exercise and at rest. The patient had a follow-up visit with the cardiologist 3 months after the index procedure and the patient had no angina symptoms. The patient was started on cardio-fitness for weight reduction and to improve his condition.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The lot number is unknown therefore a device history report review could not be performed and the product will not be returned as it remains implanted. Coronary artery restenosis/peri-restenosis is a known adverse event associated with coronary stenting. Restenosis and peristenosis are often associated with the progression of cardiovascular disease. Review of the available information suggests the patient factors and/or vessel/lesion characteristics may have contributed to the event.